Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an mrsa infection. On (B)(6) 2019, the pacemaker system was extracted successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2019-17495, 2017865-2019-17496.